Event description:
It was reported that prior to the start of the implant procedure, interrogation of the device revealed a message of electrical reset. There was also intermittent telemetry; so no further information could be obtained and no reprogramming could be done. The device was not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged malfunction. (B)(4).